Event description:
It was reported that during an infusion of abbodop the set was found to be leaking. The pt's blood pressure dropped and efedrin was given to bring the pt's blood pressure up.

Manufacturer narrative:
The returned sample was visually and functionally tested. It was noted that the spike was broken off. A new drip chamber was attached and primed. The set leaked due to a long vertical cut located above the distal luer. The MFR inspected and tested the sample and concluded that the cut in the tubing was created by a sharp device. All mfg processes were examined. No correlation was found to the cut having resulted during MFR. Co was unable to determine the exact cause of the cut, however it is suspected that it occurred at the user facility. The MFR requested patient info from the hospital. No patient info was available.